Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the surgeon performed a revision of a patient's left knee after the patient complained of instability. The surgeon reported that the knee was exhibiting laxity. All other components were well fixed. A 7x9 insert was explanted and replaced with a 7x13 insert.

Manufacturer narrative:
An event regarding instability involving an triathlon insert was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated early revision due to instability is virtually always caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee. Device-related factors have no place in such instability scenario¿s and can from a practical point of view be excluded from the current failure scenario, despite the minimal information. Instability is a "soft tissue¿ problem that can be solved with metallic devices but their size, position and other geometry aspects all play the decisive role in this aspect and not the specific device properties related to manufacturing or materials composition. Device history review: device history review indicated the devices were accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that patient was revised due to instability. The medical review comment indicated that early revision due to instability is virtually always caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee. Device-related factors have no place in such instability scenario¿s and can from a practical point of view be excluded from the current failure scenario, despite the minimal information. Instability is a "soft tissue¿ problem that can be solved with metallic devices but their size, position and other geometry aspects all play the decisive role in this aspect and not the specific device properties related to manufacturing or materials composition. The event could not be confirmed nor the root cause could be determined because insufficient medical information was provided- the clinician reports that medical records provided document a cardiological consultation prior to surgery but has no factual orthopaedic information and the two x-rays are of very low quality and do not allow to visualise any relevant pathology. Further information such as more relevant medical records and better quality x-rays are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the surgeon performed a revision of a patient's left knee after the patient complained of instability. The surgeon reported that the knee was exhibiting laxity. All other components were well fixed. A 7x9 insert was explanted and replaced with a 7x13 insert.